Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that prior to implant a coil embolization of the hypogastric artery was done. An endurant aui (left side), a limb and an occluder graft were placed. The proximal end of the device was placed such that the supra renals were below both renal arteries. The left limb was placed such that the distal end was placed above the left internal iliac artery. A fem-fem bypass was performed. A type IV was discovered after graft deployment, but was corrected by remodeling the stent graft. Following the procedure, the patient experienced wheezing that was said to be related to the procedure, and was given medication and recovered. At a 6 month follow-up, the patient complained of left foot numbness/tingling/burning for 3 months. Abi dropped from 1 to 0.87. Angio did not reveal any vascular reason for the foot pain. No additional clinical sequelae were reported, and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).

Event description:
Additional information was received as follows: it was reported that an upper respiratory infection and copd exacerbation one year post implant was treated with prednisone and azithromycin. One month later there was acute hypoxemic respiratory failure secondary to hemoptysis. The patient "woke up choking on own blood". Ems was called and transported the patient to the emergency room. The patient had been on warfarin and had an admission and was treated with ffp and vitamin k. A bronchoscopy the next day and revealed no active source of bleeding, but did show right lower lobe inflammation and old blood clots. The patient had been taking prednisone and azithromycin for an upper respiratory infection and the physicians suspected a reaction between the azithromycin and warfarin. The patient was discharged one day later. The patient refused to take warfarin; but agreed to take asa. It was suggested that the patient follow-up with his vascular surgeon and his primary physician regarding the need for warfarin. The twelve month follow-up visit was performed three months ago. The patient refused to have a CT scan performed. By ultrasound, the maximum diameter of the abdominal aneurysm was 51 mm. Respiratory failure was assessed as not related to the study procedure or study device.